Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening and total collapse of the femoral component and loosening of the tibial tray. Both were loose at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. Poly wear of the tibial insert and osteolysis were also reported.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The initial reporting stated that no additional investigational inputs were available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.